Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the obturator was difficult to insert through the cannula. They noted that it was sticking at a certain point. They placed a drop of fred inside to see if it would help, but it did not. There was no patient involvement.